Manufacturer narrative:
(B)(4). Implant date estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The additional promus stent referenced is being filed under a separate medwatch report.

Event description:
Subsequent to the previously filed medwatch report, additional information received as follows: on (B)(6) 2009, the patient was treated with one promus stent in the obtuse marginal. On (B)(6) 2009, the patient was treated with two additional promus stents in the left anterior descending artery.

Event description:
It was reported that in (B)(6) 2009, 2 promus stents were deployed (3.5x28 mm and 2.5x12 mm) in the left anterior descending artery and the 1st diagonal respectively. On (B)(6) 2009, another promus stent was deployed in the obtuse marginal. On (B)(6) 2010, the patient underwent revascularization of the lad and diagonal with 2 additional promus stents. On (B)(6) 2013, the patient presented with poorly arousable with hypotension and was rehospitalized. The patient was diagnosed with septic shock, acute respiratory failure and acute renal failure. During the course of hospitalization, the patient was placed on a mechanical ventilator and was treated with intravenous fluids, vesopressors, bronchodilators, and IV antibiotics. On (B)(6) 2013, the patient had episodes of cardiac arrest and had bradycardia. The patient was found to be without audible heart tones and no respiratory effort was noted. The patient expired on (B)(6) 2013. The cause of death was noted to be septic shock not related to the devices or the procedure.

Manufacturer narrative:
(B)(4). The reported patient effect of restenosis is a known observed and potential patient effect as listed in the promus everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.